Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and was subsequently explanted and replaced. No additional adverse patient effects were reported.